Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the lead was explanted. Once the lead was explanted, the physician observed a fracture on the lead. The patient had a new lead implanted to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address the issue.